Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft fracture occurred. Vascular access was gained via the right femoral artery. The 90% stenosed, 2.75x15mm, eccentric and progressive target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. The lesion was pre dilated with a 2.5x15mm non-bsc balloon. The physician advanced the 2.75x16mm taxus liberte stent but was unable to cross the lesion and the shaft of the device fractured. The device was successfully removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Rows 4 and 5 and row 9 from the proximal end of the stent were damaged. A visual and microscopic examination identified a kink in the hypotube 23cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft fracture occurred. Vascular access was gained via the right femoral artery. The 90% stenosed, 2.75x15mm, eccentric and progressive target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. The lesion was pre dilated with a 2.5x15mm non-bsc balloon. The physician advanced the 2.75x16mm taxus liberte stent but was unable to cross the lesion and the shaft of the device fractured. The device was successfully removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).